Event description:
It was reported a bilateral patient underwent left total knee arthroplasty on an unknown date in 1999 or 2001. Subsequently, the patient was revised on (B)(6) 2014 due to tibial loosening and instability. All components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: brand name - unknown; catalog number, lot number, expiration date - unknown; implant date - 1999 or 2001; PMA/510(k) number - unknown; manufacture date - unknown.